Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported exposing the insulin pump to steam from the shower. Customer's blood glucose was 130 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported when the act button was pressed, the screen would go blank. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage to the motor, vibrator, keypad and battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.